Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: the nurse in the physical examination department of the hospital found a white foreign matter in the tube when she drew blood. She changed a new tube to draw blood and reported the incident.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: the nurse in the physical examination department of the hospital found a white foreign matter in the tube when she drew blood. She changed a new tube to draw blood and reported the incident.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, eighty eight (88) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."